Event description:
Related manufacturing reference number: (B)(4). Additional information received notes that there was loss of capture and loss of sensing on the atrial lead and left ventricular (lv) lead. The physician elected to explant and replace the atrial and lv lead. The patient condition was stable before, during, and after the procedure.

Event description:
Related manufacturing reference number: 2017865-2023-52428. It was reported that the right atrial (ra) and left ventricular (lv) leads were dislodged. The dislodged leads were discovered via fluoroscopy. The ra lead was noted to under-sense and had further device sensing issues in the form of p-wave amplitude variation. There were no electrical anomalies noted on the lv lead. The patient was asymptomatic. The physician reprogrammed the device to bvvi pacing. The patient was stable throughout the intervention.